Manufacturer narrative:
Returned product analysis results for this event were also submitted on (B)(6) 2021, under manufacturer report number 2125050-2021-00629: a titan pump, two cylinders, and a reservoir were received for evaluation. The pump and both cylinders were received in an unidentified liquid. According to procedure, the components received in the unidentified liquid were discarded for safety purposes and were not tested. No functional abnormalities were noted with the reservoir. The surfaces of the tubing detachment end showed it to have uniform striations. Based on testing of the reservoir component, no functional abnormalities were noted with the reservoir and the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, possible leak. The device was removed/replaced. Additional info. Per tm on 12/22/20: "it looks similar to the pump break from this patient's implant from (B)(6) 2020."